Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to low sensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the rv shock coil. It is reasonable to assume that these damages resulted from the explantation procedure. In addition, residuals of coagulated blood along the inner coil of the lead were observed which were most likely introduced by means of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported low sensing. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.